Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to lead discontinuity. It was reported that the physician believed that the high impedance was from the generator, but once in surgery high impedance was obtained and a lead break was identified. The generator was replaced prophylactically. It was reported that the patient's device was no on at the time the high impedance was observed and that the device had been programmed off for two years. It was reported that the device was discarded and is not available to analysis. The patient's parents believed there may have been trauma that could have contributed to the high impedance.